Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) using a 14f sheath. Reportedly, eight prostyle devices experienced a suture/link break and one had an unknown issue. Hemostasis was maintained by leaving the sheath in, however, it is unknown how hemostasis was finally achieved. The patient passed away on an unknown date, but the physician stated the prostyle devices did not cause or contribute to the patient death. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported link break was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or link pulled until it breaks contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated. The additional devices referenced in b5 are filed under separate medwatch report numbers.